Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusion system's base battery light emitting diode (led) was not lit. The device was not changed out, as the customer continued to use the base with no back-up. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Per field service representative (fsr), he booted the system successfully on battery and proper lamps illuminated. The fsr connected to a/c power and the a/c lamp illuminated. After a few minutes, the a/c lamp began to blink erratically with occasional long periods of not working. Movement of the led in the socket and manipulation of socket wiring did not affect the intermittent operation. The fsr installed a new led and intermittent operation ceased. The fsr completed a full inspection on the battery module following the repair and let the system run with a new led for half an hour of continual illumination.